Event description:
It was reported the customer has been having issues with motor errors and no delivery alarms for a year. Alarms have been getting worse and customer had to revert to back up plan. Customer's blood glucose was 196 mg/dl. Motor error alarms have occurred during bolus and basal. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for no delivery alarm was declined. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.